Event description:
According to the reporter, the powered stapler would not turn on and the led could not be seen during device preparation. There was no patient involved.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was opened up and the battery was found to be vented. Functionally, the handle was received with a fully depleted battery, and was inserted into a device to charge. Eventually, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger but it did not initialize, and was opened up and the individual cell voltages were measured to be 0.030 volts and 0.092 volts. The thermocouple was intact. Both battery cells were found to be vented. It was noted that the handle was running (B)(6) software according to vlex (valley lab exchange). The handle had 245 of 300 procedures remaining. The battery was replaced with a known working battery. The handle was placed on a charger 7 to wake up. The handle was connected to master control panel (mcp) lite and was green key reset. The handle initialized with the ver screen and an error piezo tone. There was a faded/burnt in section of the organic led (oled) screen and the screen was also dim with a red tint. A blob failed validation message was observed in the mcp live window. A clamshell was attached but not recognized. Once the oled shut off, the handle would become unresponsive but still had a heartbeat until it was green key reset. It was reported that the handle does not initialize. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: the oled screen having a burnt in section on its display. The product analysis noted evidence that the device was not used as intended. This issue may occur due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are left connected to the handle by the user, the amount of time it takes the screen to shut off is extended. Another unreported condition was identified: the micro sd card was corrupted. The most likely cause could not be established from the information available. Another unreported condition was identified: the screen was abnormal. A clamshell was attached to the device and held out at an arms length. The handle was then tilted upwards at a thirty degree angle. The screen was not clearly visible when held in this manner. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.